Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard a beeping sound coming from the device. Boston scientific technical services (ts) explained that the device is capable of beeping and explained the indications for the device beeping. Additional information received indicates that the patient has not been checked by the physician for a long time. The device was explanted. No additional adverse patient effects were reported.